Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing pain at the pocket site. The patient underwent a revision procedure wherein the ipg was moved. Infection was suspected so a culture was taken and antibiotic was prescribed as prophylaxis. Upon follow-up, it was confirmed that there was no infection. The patient is reportedly doing well.